Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose level was 300mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.